Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/04/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged loss of prime issue was verified in the black box but not duplicated in the evaluation. Review of black box data showed loss of prime warning due to a non-zero low force event. The total daily delivery reflected the user¿s programmed basal rates. Using the returned battery cap and cartridge cap, the pump powered up and performed properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Pump delivery accuracy and force sensor calibration readings were within specifications. Bolus delivery exercises were completed and recorded correctly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient had experienced a severe hypoglycemia due to a loss of prime issue. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) was at 55 mg/dl with blurred vision, headache, and shakiness. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. Customer technical support (cts) agent reviewed the event with the reporter. It was reported loss of prime occurred with multiple cartridges from different boxes and the user was able to complete prime step after cartridge change. It was reported that there was no sudden change in force or temperature and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. The patient allegedly was disconnected after each loss of prime alert, primed pump, reconnected and the bg reading would drop. Several follow-up by cts to obtain additional information regarding the low bg and loss of prime were unsuccessful. The reported prime issue was not resolved with troubleshooting. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia related to a loss of prime issue of unknown causes.